Event description:
It was reported that a newly applied freestyle libre 3 plus sensor initially failed to pair with the mobile app and ilet bionic pancreas, after which the caregiver rescanned the sensor in the app and initiated a new scan that started the sensor successfully, with the ilet displaying a warm-up. No adverse clinical symptoms reported. Outcomes included restoration of sensor communication and successful sensor warm-up on the ilet with no need for medical intervention. User support included customer service troubleshooting and user guidance through the mobile app pairing workflow. Investigation of this case revealed that the pairing failure was resolved by reinitiating the scan within the app, indicating a temporary connectivity or setup issue without device malfunction. It was concluded, based on previously established findings for similar reports, that the cause was user setup error or transient communication error during initial pairing.

Manufacturer narrative:
Initial.